Manufacturer narrative:
The following sections have been updated: b4: date of this report d5: event description d6: d6a. Device implant date d6: d6b. Device explant date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative h3 other text : summary investigation.

Event description:
Customer reported that the implant was placed on (B)(6) 2022 removed on (B)(6) 2022.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). B3: date of event: unknown / not provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If implanted, give date: unknown. H6: event problem codes: patient code: 1932. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #18 lost integration due to periimplantitis and was removed. Bone grafting was performed. Patient will return to place a new implant. Inflammation and pain were reported as a result of the event.